Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to corrosion on the +5 v wire inside ECG "d." The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective electrode belt.